Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient was in fill one of treatment. Upon removing the tubing set, some drops of solution were found inside the cycler. There also appeared that the tubing set had a hole in it. Pt received prophylactic antibiotics and has had no adverse effects. Patient's effluent has remained clear. Sample has not been returned to the MFR as of this date.

Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed.